Manufacturer narrative:
Complaint conclusion: as reported, the balloon of a 6mm x 30cm 155m saberx percutaneous transluminal angioplasty (pta) balloon catheter ruptured during an inflation to approximately 5 atmospheres (atm). As a result, the 6mm x 30cm 155m saberx pta balloon catheter was removed and another saberx balloon catheter was successfully used without any issues. This was followed by the use of a non-cordis drug-coated balloon (dcb) to complete the procedure. There was no reported injury to the patient. This was during an interventional procedure to treat a chronic totally occluded (cto) lesion in the right superficial femoral artery (sfa). There was no tortuosity to the sfa; however, the lesion was moderately calcified. The left femoral artery was accessed for the procedure with a 6f non-cordis catheter sheath introducer (csi). Three non-cordis guidewires were inserted with one of the guidewires successfully crossing the lesion. A 4mm x 30mm saberx pta balloon catheter was then used for successful pre-dilation of the lesion. After successful use of the 4mm x 30mm saberx pta balloon catheter, the 6mm x 30cm 155m saberx pta balloon catheter was to be used for additional dilation of the lesion when it ruptured. The 6mm x 30cm 155m saberx pta balloon catheter was stored and prepped per the instructions for use (IFU) and maintained negative pressure during preparation. There was no difficulty removing the device from the hoop, removing the protective balloon cover, the stylet, or any of the sterile packaging components. The balloon catheter was removed easily and remained one piece during removal. After the rupture, the balloon catheter was removed easily and remained one piece during removal. The product was not returned for analysis. A product history record (phr) review of lot 82226775 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. The reported ¿balloon- burst - at/below rbp¿ could not be confirmed as the device was not returned for analysis. The exact cause could not be determined. However, vessel characteristics such as a chronic total occlusion and moderate calcification likely contributed to the reported event. These characteristics had been known to damage balloon material. However, without the return of the device for analysis it is difficult to draw a clinical conclusion between the device and event reported. According to the warnings in the safety information in the instructions for use ¿prior to angioplasty, the catheter should be examined to verify functionality and integrity and ensure that its size and shape are suitable for the specific procedure for which it is to be used. Do not use if product damage is suspected or evident. To reduce the potential for vessel damage or the risk of dislodgement of particles it is very important that the inflated diameter of the balloon should approximate the diameter of the vessel just proximal and distal to the lesion. Use only the recommended balloon inflation medium (a 50/50 mixture by volume of contrast medium and normal saline). Never use air or any gaseous medium to inflate the balloon.¿ neither the phr nor the information available suggests a design or manufacturing related cause for the reported event. Therefore, no corrective or preventive action will be taken at this time.

Event description:
As reported, the balloon of a 6mm x 30cm 155m saberx percutaneous transluminal angioplasty (pta) balloon catheter ruptured during an inflation to approximately 5 atmospheres (atm). As a result, the 6mm x 30cm 155m saberx pta balloon catheter was removed and another saberx balloon catheter was successfully used without any issues. This was followed by the use of a non-cordis drug-coated balloon (dcb) to complete the procedure. There was no reported injury to the patient. This was during an interventional procedure to treat a chronic totally occluded (cto) lesion in the right superficial femoral artery (sfa). There was no tortuosity to the sfa; however, the lesion was moderately calcified. The left femoral artery was accessed for the procedure with a 6f non-cordis catheter sheath introducer (csi). Three non-cordis guidewires were inserted with one of the guidewires successfully crossing the lesion. A 4mm x 30mm saberx pta balloon catheter was then used for successful pre-dilation of the lesion. After successful use of the 4mm x 30mm saberx pta balloon catheter, the 6mm x 30cm 155m saberx pta balloon catheter was to be used for additional dilation of the lesion when it ruptured. The 6mm x 30cm 155m saberx pta balloon catheter was stored and prepped per the instructions for use (IFU) and maintained negative pressure during preparation. There was no difficulty removing the device from the hoop, removing the protective balloon cover, the stylet, or any of the sterile packaging components. The balloon catheter was removed easily and remained one piece during removal. After the rupture, the balloon catheter was removed easily and remained one piece during removal. Information regarding the patient, contrast used, contrast to saline ratio, and the balloon used in place the saber pta balloon catheter was requested but was not provided, and the device was discarded and will not be returned for evaluation.